Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) sponge detached. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an rx locking device and biopsy cap was used in the patient's common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the procedure was completed with this device; however, after the procedure, it was noticed that the sponge of the biopsy cap was no longer present and was found inside the working channel of the scope. Reportedly, the sponge was retrieved using a biopsy forceps with no reported damage on the scope. There were no patient complications reported as a result to this event. The patient's condition at the conclusion of the procedure was reported to be fine.